Manufacturer narrative:
A.k. Mirza, e.r. Tenorio, j.m. Kärkkäinen, j. Hofer, t. Macedo, s. Cha, et al. Learning curve of fenestrated and branched endovascular aortic repair for pararenal and thoracoabdominal aneurysms. J vasc surg (2020), 10.1016/j.jvs.2019.09.046. [Epub ahead of print]. Patient demographics provided by the article: there were 334 consecutive patients, 255 males (76%) and 79 females (24%), with mean age of 75 +/- 7 years. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). The article states, "the most common indications for secondary intervention were due to branch instability and endoleaks...". Specific device issues were not provided.

Event description:
This information was received through literature article "learning curve of fenestrated and branched endovascular aortic repair for pararenal and thoracoabdominal aneurysms" published online in the journal of vascular surgery, 17 february 2020. The objective of this study was to review the learning curve for fenestrated-branched endovascular aortic repair (f-bevar) of pararenal and thoracoabdominal aortic aneurysms (taaas). Data was reviewed for 334 consecutive patients who underwent f-bevar between 2007 and 2016 in a single institution. There were 178 patients (53%) treated for pararenal aneurysms and 156 (47%) for taaas. Alignment stents were used for all vessels incorporated by fenestrations or branches, selectively for single diameter scallops and were not recommended for double diameter scallops. Fenestrations were aligned by icast balloon-expandable covered stents, and directional branches were bridged to the target vessels using viabahn stent graft for the renal arteries or fluency stent graft for the celiac axis and superior mesenteric arteries. The article reports major adverse events. These events included endoleaks. It is unknown if the reported endoleaks and subsequent interventions were attributable to the gore® viabahn® endoprosthesis.